Event description:
It was reported when using the bd vacutainer® k3e 7.2mg plus blood collection tubes there was a clogged/blocked instrumentation probe issue. The following information was provided by the initial reporter. The customer stated: "recently we encountered several interruptions in the functionality of our hematology analyzer. The field engineer raised a concern about the quality of the rubber in the hemogard of the edta tubes we are using. Sample not aspirated error frequently due to samples cap rubber being absorbed with blood and blocking the blood aspiration. Which will cause the error."

Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 08-feb-2023. H.6. Investigation summary: bd received five (5) samples and one (1) photo for investigation. The photo was reviewed and the customer¿s indicated failure mode with the incident lot was not observed. Additionally, the customer samples were evaluated by functional testing and the indicated failure mode for coring with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k3e 7.2mg plus blood collection tubes there was a clogged/blocked instrumentation probe issue. The following information was provided by the initial reporter. The customer stated: "recently we encountered several interruptions in the functionality of our hematology analyzer. The field engineer raised a concern about the quality of the rubber in the hemogard of the edta tubes we are using. Sample not aspirated error frequently due to samples cap rubber being absorbed with blood and blocking the blood aspiration. Which will cause the error."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.